Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent up button response due to corroded keypad traces. No motor error alarm or no excessive no delivery alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported the customer received a button error and motor error alarm. The customer's blood glucose was 385 mg/dl. Customer had treated their blood glucose with a manual injection. The customer also stated their motor error alarm occurred during a fill cannula. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).